Manufacturer narrative:
No lot number has been provided; therefore, a review of the manufacturing records is not possible. A sample has been provided to the physician as requested, for reactivity testing. At this time doctor's office reports they are unsure whether they are going to complete the testing and state they will keep davol updated on the status of the testing. Based on the information available to date, no conclusions can be made. When / if the testing is completed and the results are provided a supplemental MDR will be submitted. Device remains implanted.

Event description:
It was reported that on (B)(6) 2016 the patient was implanted with a bard mesh device. As reported following implant the patient has experienced "ongoing hives" since implant and medical intervention has not diminished the hives. The patient's physician would like to perform a reactivity test with a mesh sample to rule this out as a contributor.